Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a lock cassette message even though it was locked. This alarm event pauses the delivery of the pump until the error is addressed. There was some damage to the casing. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to duplicate the reported problem. It was determined that the defective flex circuit was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.